Event description:
The patient had a knee infection and the pathogen is unknown. At about 2 months post primary the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 september 2025: gmk-spherika 02.12.ka05r gmk spherika femoral component s5r cemented (k211004) lot 2424540: 15 items manufactured and released on 26-nov-2024. Expiration date: 2029-nov-08. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot 2436059: 100 items manufactured and released on 12-feb-2025. Expiration date: 2030-jan-28. No anomalies found related to the problem. To date, 82 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1204r tibial tray fix cemented s.4r (k090988) lot 2433884: (B)(4) items manufactured and released on 03-feb-2025. Expiration date: 2030-feb-04. No anomalies found related to the problem. To date, 33 items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.